Event description:
It was reported that the keyboard on the 9800 system was sticking during a case. Also the brake was not working. The procedure was complete without incident. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The keyboard was replaced. The brake and handle were adjusted during the service call. The system was tested and found to be working as intended and put back into service.